Event description:
Reporter indicated that patient had passed away, possibly due to sudep (sudden unexplained death in epilepsy). Investigation to date contains neither allegation nor supporting evidence indicating that the cause of death was related to the vns therapy system; however, no response has been received to manufacturer's request for additional information from treating physician.